Event description:
Abbott diabetes care received a user report report in which a pharmacist reported on behalf of a customer, issues with two adc sensors. The first sensor did not provide readings, and the second sensor stopped providing readings. Details of the user report are as follows: ¿one sensor failed to read glucose reading and the other sensor stopped reading after 1 week.¿ there was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria. However, it was submitted to FDA as the complaint was received via user report. If device serial number is known, this issue may require a DHR review if criteria is met as per adcs established process and procedures. If the device serial number is unknown, or if criteria is not met for known serial number, no further activities are required, and this case can be closed with no further meg activities required. Customer reported 2 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.